Event description:
The customer reported approximately two milliliters of clear diluent leaked from the probe, outside the instrument, involving the coulter hmx hematology analyzer with autoloader. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered diluent leaked on the probe wash and noted no blood was involved in the fluid leak. The fse replaced the rear wash pump and the vacuum line. The fse performed system startup and verified system operation; results were acceptable. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).